Manufacturer narrative:
The reported events were lead fracture, high defib impedance and ¿the df1 components were completed severed from the yoke¿. As received, a complete lead was returned in four pieces. The reported event of ¿the df1 components were completed severed from the yoke¿ was confirmed. Visual inspection of the lead found the df1 components broken/separated consistent with procedural damage. The cause of the reported event of ¿the df1 components were completed severed from the yoke¿ was due to procedural damage. The reported events of lead fracture and high defib impedance were not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Unable to perform lead impedance test due to the condition of the lead, as received. (A1) (c1) additional findings unrelated to the reported event(s): visual inspection of the lead found two full breach optim sheath degradation at the distal portion (b) with intact silicone insulation beneath and an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to suture tie impression. The cause of external insulation abrasion is consistent with friction to device can. (A2) (a3) (a4) (c1).

Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular lead exhibited high impedance and fractured. During the procedure, the lead components were completely severed. The lead was explanted and replaced. The patient was in stable condition.